Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 6932-65 lead, implanted (B)(6) 1996, dtba1d1 ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that the right atrial lead was "burning up the battery life" of the device, and both were replaced. Follow-up with the physician's office was attempted, but no further clarification could be obtained. No patient complications have been reported as a result of this event.